Manufacturer narrative:
Follow-up #1: date of submission 27-feb-2019 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2019 with the following findings: review of the black box data revealed evidence of power on reset event dated 29-nov-2018. On examination, the battery compartment was confirmed to be cracked as alleged. The returned battery cap was intact, without damage and able to fit securely to the pump. The pump powered on normally and ez-prime steps successfully completed. The pump was exercised without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation confirmed the damage to the battery compartment but did not duplicate the alleged power issue. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.